Event description:
It was reported by the customer that complaints had been received regarding the needles being problematic due to it tilting to the side and leaving the needle exposed. Technicians have expressed concerns about accidentally getting injured and have resorted to not activating the mechanism. Additionally, the safety mechanism does not open smoothly or fully, causing inconvenience during blood drawing and some of the larger tubes push off during a blood draw. This was reported to have occurred with the majority of the box on hand. No information was received regarding any serious injury as a result of this product issue.